Event description:
It was reported to medtronic neurosurgery that the cardiac catheter was fractured just proximal to its entrance into the venous system. Allegedly, the shunt was externalized and interventional radiology was required to obtain the piece of broken off catheter. According to the report, patient had a shunt revision with remineralization into the peritoneal cavity.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The hospital provided lot number c56254 and catalog number 27771 which did not correspond to the device in the reported event. A review of the manufacturing records was not possible as no lot number corresponding to the reported device was provided. All of our catheters are 100% inspected at the time of manufacture.